Event description:
A customer contacted baxter technical service center regarding a system error code 2367 that occurred on the home choice (hc) during drain 4 of 6. This system error is a cascading error that occurs after a system error 2240 (air in line) alarm. The home patient (hp) had disconnected during dwell, returned after the machine moved to drain, reconnected, and the alarm occurred. The technical service representative (tsr) assisted clearing the alarm and referred the home patient (hp) to the peritoneal dialysis nurse. The hp was to complete therapy with manual supplies. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report. During a follow-up call to the nurse in 2008, the nurse stated the hp was admitted to the hospital in 2008 with peritonitis. The patient then passed away at about 25 days later from sepsis. No further information is available at this time.

Manufacturer narrative:
Additional information has been requested and a follow-up report will be submitted if additional information is received.